Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv10 ruptured during filling. The device was being filled with a solution of 60 milliliters maxipime and 180 milliliters of an unknown diluent when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. This issue is currently being investigated under (B)(4). A follow up report will be submitted if additional information becomes available.